Event description:
It was reported, the flex deflectable videoscope showed error code e228. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated b5. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the suggested event was not observed but the reportable event of ¿no image showed up (no error code)¿ was observed. The image sensor unit may have been broken and the electrical contacts may have had anomalies, leading to the subject events. An image could not be displayed due to damage on the charged coupled device (ccd) unit, a cut on the ccd cable, the electrical contact of video connector was shaved, and the electrical contact of video plug section was shaved. The probable cause of breakage is irregular load to the bending section, leading to breakage since multiple damaged sites were observed on the bending section. The probable cause of anomalies is electrical contact failure with the system since abrasion was observed on the electrical contacts. However, it was unable to be specified. The event can be detected by following the instructions for use (IFU): instructions for ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿, ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope had an e228 (scope ID data corruption) error code. The issue occurred during preparation for use for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.